Event description:
The customer reported the evis exera iii video system center displayed an e302 error. The issue occurred when preparing the device for use in a diagnostic upper endoscopy procedure. The problem was identified prior to the patient entering the room, but the procedure was temporarily postponed and moved to another room with a working video system. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no image with olympus 180 series scopes. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and an internal buffing error e302 was displayed and unable to be cleared due to the buffer being full. Also, evaluation found the main housing switch was cracked, the video connector latch was worn out causing poor connection with the pigtail cable, and there was no image due to a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the loss of image was due to a faulty printed circuit board, a definitive root cause of the faulty board was unable to be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.